Manufacturer narrative:
B5: post-op, the surgeon indicated the lens was fine and there were no major concerns. The patient is doing great. The lens remained implanted. Claim # (B)(4).

Manufacturer narrative:
Age or date of birth, sex, weight, ethnicity, race, date of event, expiration date, implant date, explant date, and device manufacture date: unk. (B)(4).

Event description:
The reporter indicated an icl implantable collamer lens, was damaged during insertion. The lens footplate got stuck on the foam tip plunger and tore off. The lens was implanted and remained implanted. Additional information has been requested but none has been forthcoming.